Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. A check confirmed no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the caller successfully restarted the sensor session afterward, with no further errors appearing. The caller opted to reload the cartridge independently.